Event description:
The patient contacted animas on (B)(6) 2012 stating all of the buttons are intermittently unresponsive and occasionally hyper-responsive. The patient alleges the tactile changes occurred before the entire keypad rubber peeled off the pump. The pump was allegedly not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the down arrow. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and ok keypad buttons were intermittently unresponsive; the up arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts. The ok and down key contacts were found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.